Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right posterior tibial artery. After a 4f non-boston scientific (bsc) guide catheter was placed, a non-bsc guidewire was crossed in the chronic totally occluded lesion. A 2.0mm x 150mm x 150cm, coyote balloon catheter was advanced for dilatation. However, on the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with 3mm wolverine cutting balloon. There were no patient complications nor injuries reported and the patient was in good condition.